Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to failure of charge coupled device (ccd) unit occurred during user handling and the suggested event occurred. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the charge coupled device was noted to have failed. The customer's originally reported issue of excessive image noise/no image was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during the reprocessing of their evis lucera elite bronchovideoscope following its use in a diagnostic bronchoscopy, it was discovered that the device produced so much noise that the image could not be seen. The customer had finished that procedure with another device, with no delay. Upon inspection and testing of the returned unit, it was discovered that the charge coupled device was defective. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture both the reportable malfunctions originally reported as well as found during evaluation.